Event description:
A malfunction alarm was reported, with the code malf 9 appearing on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted with resetting the pump by cts, who provided pump reset information. The customer was instructed to call back if the malfunction code recurred. The issue did not recur after the pump reset, and the customer acknowledged understanding of the instructions.